Manufacturer narrative:
The explanted device was returned to edwards; however, evaluation has not yet been completed. Evaluation results and conclusions will be reported once available.

Manufacturer narrative:
The device was returned and evaluated; there is a crease in the belly of leaflet 2, and a small shallow indentation in the free edge of leaflet 2 at commissure 2 that are characteristic of a force being applied on the leaflets in the retrograde direction for some period of time. Generally, these marks can be caused by a suture loop, chordal interference, or prolonged contact with an instrument used during the surgery. Either suture looping or chordae interference could inhibit coaptation in vivo, and could be responsible for the regurgitation observed in vivo; yet allow the valve to function properly after explant. At this time, the direct cause of the tissue creases and marks, as well as the reported in vivo mitral regurgitation, remains unknown. There is transmural tissue damage located near the cusp of leaflet 2. This type of damage is characteristic of a sharp surgical tool penetrating the leaflet. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. The reported regurgitation could not be reproduced by edwards¿ standardized in vitro testing. Edwards¿ standardized in vitro testing showed that the total regurgitation fraction of the valve as-received is 2.1%, which is non-central in origin and more than seven times lower than the 15% allowance per established standards for this size valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was reported to sales from surgeon that an edwards mitral bioprosthetic valve was explanted at implant due to mitral regurgitation noticed on tee. Report indicates the patient did not fully come off cpb but had extra pump time, as this was a double valve implant. After the mitral and the aortic valves had been implanted, mitral regurgitation was noticed on tee. The surgeon interrogated the mitral valve through the aorta and saw nothing of concern. He decided to explant the valve and replace it with no further complications. Operative report notes, " the patient was rewarmed and reperfused and dehaired and postoperative tee; however, showed a very eccentric transvalvular moderate mitral regurgitation in the edwards magna pericardial valve. There were no paravalvular leaks. It was significant enough that we felt that we need to review this. Therefore, the aorta was crossclamped. Blood cardioplegia was delivered in an antegrade fashion. Aortotomy was re-entered. Through the aortic valve, there was no obvious impingement or restriction of any of the valve leaflets. There were no sutures on the valve leaflets. There was one aortic annular suture that was felt to possibly impinge on the strut of the mitral valve. This was removed. The aortotomy was then closed in 2 layers. The patient was dehaired with a crossclamp off and reperfused and tee however, showed the same transvalvular eccentric leak. We, therefore crossclamped again. The left atriotomy was opened and despite having a prosthetic aortic valve, we gained difficult, but adequate exposure of prosthetic mitral valve. This was removed. All sutures were removed. All pledgets were removed. Examination of this valve revealed no impingement of the valve leaflets, however one of the valve leaflets appeared to not this will be sent to the company for review."